Manufacturer narrative:
3003721894-2015-00057 is associated with (B)(4).

Event description:
Accidental device ingestion. Aggravated heart condition [heart disease aggravated]. Sputum. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for an unknown indication. The patient's past medical history included angina pectoris. Concurrent medical conditions included heart disease, unspecified. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), heart disease aggravated and sputum. On an unknown date, the outcome of the accidental device ingestion, heart disease aggravated and sputum were unknown. It was unknown if the reporter considered the heart disease aggravated and sputum to be related to polident denture adhesive cream. Additional information: the consumer reported that he happens to swallow polident denture adhesive cream.